Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, vyaire medical field service representative (fsr) will go onsite for unit inspection. No exact root cause has been determined at this time.

Event description:
The customer reported bellavista1000 us touch screen not responding before and after a power cycle. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation.. The exact root cause is not determined. It seems that the main electronics is causing the issue. Vyaire recommended to replace main electronics board to solve the issue.